Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that he was at a dinner party when his blood glucose level went low, 30 mg/dl. The predict low alert did not alert customer he was going low until it was already at 30 mg/dl and paramedics had been called. The paramedics raised customer's blood glucose to 57 mg/dl and released him. Customer also stated that sometimes his blood glucose reading is off by 100 mg/dl, and that he usually gets predict alerts all night. Customer's current blood glucose level was 91 mg/dl. Nothing further reported.